Event description:
The user reported an arterial module standard reference sensor failure message occurred. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.